Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high out-of-range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. The associated implantable cardioverter defibrillator (ICD) was reprogrammed to vvi 50 and monitoring will be continued. No adverse patient effects were reported. This lead remains in service. If information is provided in the future, a supplemental report will be issued.